Event description:
Doctor's hands became red and itchy with blisters and burning and started to peel off. Once doctor changed gloves, it took a week and a half for problem to clear up. Dr saw a dermatologist as a result of the incident, who prescribed ointment to manage irritation.